Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4): based on the provided information, it is presumed that the advancement of the guidewire that met resistance might have resulted the perforation of the vessel, details could not be identified however. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use (IFU) describes: observe guidewire movement in the vessels. Before a guidewire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. The guidewire may be damaged and/or vessel trauma may occur. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Damage to a vessel, including possible vessel perforation, is a possible complication and adverse event of guidewire use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was advanced against resistance. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that a confianza pro guidewire met resistance while attempting to advance a chronically occluded, circumflex (cx) coronary artery lesion. During advancement attempt, the guidewire perforated through the cx. To treat the perforation, a xience xpedition stent was successfully implanted, without a device malfunction. The physician wanted more perforation coverage so an additional stent, a graftmaster stent, was successfully implanted, fully sealing the perforation. Reportedly, the patient is doing well. There was no additional information provided.